Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew was found on top of the hex wrench during tightening of the ventricular lead. The implantable pulse generator (ipg) device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.